Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to emergency department with diaphragmatic stimulation on (B)(6) 20202. The emergency department sent a merlin on demand transmission which stated that the device had reverted to backup vvi mode. Tech services stated that the backup vvi mode was triggered by poor connection with the patient's at-home monitor. Device was reprogrammed to normal mode and a cybersecurity upgrade was performed in order to ensure that the issue does not reoccur. Patient's original programmed parameters were restored and patient no longer had diaphragmatic stimulation. Patient condition after the event was stable.